Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using carelink. Device was received with the new style all black retainer still attached to the insulin pump case. No damage noted on the retainer. Device had a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized due to high blood glucose on an unknown date. The blood glucose at the time of the incident was 420 mg/dl and the current blood glucose was 136 mg/dl. The customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.